Event description:
The customer reported that she had an MRI done while wearing the insulin pump, and the device alarmed motor error. Troubleshooting was performed. Ran a displacement test and failed. Advised customer to revert to back up plan of manual injections. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.